Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper was analyzed, and the findings did not replicate or confirm the customer reported event. When the instrument was placed on the in-house system, the display showed no remaining lives. A review of the system logs confirmed that the instrument had no lives left and the life indicator had rotated to red as expected. The instrument passed the electrical continuity test, and it was fully functional. No product issue was identified, and the product is considered to be conforming in its current state. Additionally, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a red tab showing even though lives were left on it. The procedure was completed with no reported injury.